Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device was unable to be interrogated and there was no remote data available in latitude monitoring system. Therefore, the device required an internal battery analysis and the case was subsequently opened. The battery was exposed to several different electrical loads, while monitoring voltage and current to simulate device telemetry. During one test, the battery voltage decreased unexpectedly which was indicative of higher-than-normal battery impedance during the simulated telemetry. Therefore, analysis confirmed that during a telemetry session, the device most likely exhibited system resets which caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that the patient presented to the emergency department in after two syncopal episodes. Initial device interrogation was not possible, but after three attempts, interrogation revealed that this device was in safety mode. The physician alleged that the safety mode resulted in over-sensing and inhibition of pacing and subsequent asystole. The device was explanted and replaced to resolve the event and the patient was stable. The device was subsequently received for analysis.

Event description:
It was reported that the patient presented to the emergency department in after two syncopal episodes. Initial device interrogation was not possible, but after three attempts, interrogation revealed that this device was in safety mode. The physician alleged that the safety mode resulted in over-sensing and inhibition of pacing and subsequent asystole. The device was explanted and replaced to resolve the event and the patient was stable. The device was received for analysis and is currently pending analysis conclusion. Once the investigation is complete, this record will be updated with results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that the patient presented to the emergency department in after two syncopal episodes. Initial device interrogation was not possible, but after three attempts, interrogation revealed that this device was in safety mode. The physician alleged that the safety mode resulted in over-sensing and inhibition of pacing and subsequent asystole. The device was explanted and replaced to resolve the event and the patient was stable. The device was received for analysis.

Event description:
It was reported that the patient presented to the emergency department in after two syncopal episodes. Initial device interrogation was not possible, but after three attempts, interrogation revealed that this device was in safety mode. The physician alleged that the safety mode resulted in over-sensing and inhibition of pacing and subsequent asystole. The device was explanted and replaced to resolve the event and the patient was stable. The device is expected for analysis, but has not yet been received.